Manufacturer narrative:
Qc was acceptable. No issues were identified during a review of the alarm trace data. The investigation determined the damaged tubing identified by the fse was the cause of the event.

Manufacturer narrative:
The field service engineer (fse) found damaged tubing causing flow restriction. The fse replaced the damaged tubing and adjusted the water system pressure and gear pump pressure. The fse adjusted and cleaned various parts of the instrument and checked multiple instrument parts. The fse replaced the sample probe and adjusted all sampling positions. Ise checks passed and multiple precision checks passed. The customer ran acceptable calibration and qc.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for ise indirect na for gen.2 on a cobas 8000 ise module. The initial result was 172 mmol/l. The technologist thought the initial result was high and repeated the sample. The repeat result was 135 mmol/l and was believed to be correct. The questionable result was not reported outside of the laboratory. The na electrode lot number and expiration date were not provided.